Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings: during investigation, a review of the pump¿s black box showed five unusual calls service alarms on 05/10/2014. The call service alarms were recorded right after a ¿replace battery¿ alarm. No pump reboots were observed between the two alarms in the black box. During evaluation, the pump powered on normally. An ¿ez-prime¿ sequence and 24 hour duration test were successfully completed with no call service alarms were duplicated during testing. The pump was opened and no internal moisture ingress or intermittent conditions were observed. The call service alarm issue was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that pump had emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.